Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe¿ with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use? No, device returned to manufacture: yes. Investigation summary: we have been provided with a picture and the affected sample. Visual inspection of the returned sample confirm the defect: foreign matter on cannula surface which we identified as a rusted cannula. DHR review on lot 710205: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2025 (october 4th ¿ 16th, 2017). Needles were assembled in machine, in lot #7268352 and in lot #7254246. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the shield lots #7258107, #7251015, #7265420, and no problems, defects or qn related to the reported issue were found. Needles were assembled in machine, in lot #7268352 and in lot #7254246. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the shield lots #7258107, #7251015, #7265420, and no problems, defects or qn related to the reported issue were found. After analyzing the returned sample we can conclude cannula's oxide is probably due to an incorrect storage of syringes which probably be were storage close to detergents and cleaning products substances like sodium hypochlorite or similar. We can ensure that the probability of finding this kind of defect is low and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported with the use of the bd syringe¿ with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.